Manufacturer narrative:
Correction: unique identifier (UDI) #, was updated from ni to (B)(4).

Manufacturer narrative:
The returned device was evaluated. During evaluation the device turned on using lab stock batteries; however, one of the segments of the third digit of the bpm line does not illuminate. It was determined that there was a failure of the led d1 component on the instrument board resulting in a blank segment on the display. The instrument board was replaced and the unit functioned as designed.

Event description:
It was reported that the far right dash segment on display missing. No known impact or consequence to patient.